Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A customer reported a system message was displayed during a case. A different cassette was used and the case was completed. There was no reported patient impact. Additional information was received: the customer reported there was minimal delay during the case. There was no fluid noticed around the face for the cassette housing.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. However, the error was confirmed in the event log. The fluidics module was replaced for diagnostic purposes and will be sent for in-house evaluation. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).